Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (RA) lead exhibited high capture threshold and high pacing impedance following fixation. The physician attempted to reposition the lead by retracting and re-extending the helix; however, the electrical parameters remained unchanged. The RA lead was not used and replaced with a tined lead. The patient was in stable condition.